Event description:
It was reported that during use the handpiece activated on its own resulting in the drill bit cutting the surgeon's finger. The cut did not require stitches and was dressed with a bandaid. It was reported that the surgeon is doing fine.

Manufacturer narrative:
Investigation findings: an evaluation of the handpiece did not confirm that the reported problem was caused by this device.